Event description:
It was reported that during the implantation the tracheostomy cannula balloon was damaged. Replaced immediately during the operation. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A trend analysis was performed for the twelve month period prior to receipt of the current complaint which found that there had been five (5) previous complaints received for device kit. A further review was performed on the complaints to confirm if there was any comparison to the current complaint. Three of the five complaints were related to the current issue for component in device kit. Review of the three complaints revealed that although they were for the same component the complaint issues were different. All three complaint have been fully investigated.